Event description:
The customer reported that the system locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5vdc and ac power supply connections were evaluated and replaced. The power supply voltage was ensured to be at the optimal operating voltage. The system was tested and found to be working as intended and returned to service.